Manufacturer narrative:
A1-a5. Patient information was not provided. D4: unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the through follow up communications, livanova was informed that customer stated the lock mechanism of the evo opened whilst it was supposed to be clamped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the venous clamp (evo) was not fully occluding during in-service. There was no patient involvement.